Manufacturer narrative:
Occupation: manager, additional reporter: (B)(6), ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cariodave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer completed troubleshooting after the fiber optic sensor failure alarm went off but that was unsuccessful. They then switched to the inner lumen and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 60.7cm from the iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 4.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.